Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had vibrate anomaly and insulin pump was not working. The blood glucose was unknown at the time of the incident. Customer reported that, the insulin pump was not beeping nor vibrating currently. Assisted customer in performing a self test and pump did not vibrate during the vibrate test. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No audio/vibrate anomaly noted during test.